Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out d10. Additionally, to provide an update. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the user could have inserted endo accessories into the biopsy port diagonally or the biopsy port had damage. This could have caused breakage of the biopsy port leading to the biopsy port partially fell into scope. However, a specific root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was reported that black plastic pieces fell into the patient while using the colonovideoscope during a therapeutic colonoscopy. It was thought the pieces might be the lining of the scope. The visible particles were retrieved using suction. The area was irrigated with water and all visible debris was suction out via the colonovideoscope. The procedure was completed with the same equipment as the fault occurred at the end of the procedure. The patient was recovered and discharged home. There was no patient harm.